Event description:
It was reported by repair work order that the post tube was damaged which could affect cot locking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.